Manufacturer narrative:
Patient was revised to address a fractured poly liner, which disassociated from the cup. Visual examination of the returned liner and femoral head finds evidence to suggest liner disassociation after two years in-vivo. Wear found on the liner indicates the femoral head was eccentrically loading the edge of the acetabular liner. The liner is deformed with the rim oblong in shape. The ceramic femoral head shows evidence of gross titanium material transfer due to articulation against the titanium acetabular cup after disassociation of the polyethylene liner. The cup was not returned and mating damage cannot be confirmed. Review of provided patient x-rays confirms the disassociation. A search of the complaints databases identified no other reports against the product/lot code combinations. The investigation can draw no conclusions with the information made available. Product problem has not been identified. Corrective action has not been indicated. Monitor via sep-419. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a fractured poly liner, which disassociated from the cup.